Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a device check, a radiographical review diagnosed clavicular crush for all leads. Lead extraction was recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states externalized conductors were observed on the distal portion of the lead. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
Internal insulation abrasions were noted at 79.5-81.0cm and 82.0-83.0cm from the connector pin. The etfe coating was intact at these locations.